Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 37 and 48 hours. The patient reported that the adhesive was not secure and "full with insulin" and it was discovered that the needle was not inserted in the infusion site (arm), indicating that the cannula was dislodged. As treatment, a new pod was successfully applied.